Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedance levels, high thresholds and was unable to capture. The lead was removed and a new lead was placed without incident. No patient complications have been reported as a result of this event.